Event description:
Procedure: nephrectomy. According to the reporter: during use, a black piece of the device was found in the pt's cavity. The fallen piece was retrieved from the pt. After surgery, when the device was cleaned, more pieces fell off of the device. There was no bleeding or tissue damage, and there was no extension in operating room time. No pt info available.

Manufacturer narrative:
(B) (4).